Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed further testing and programming options for this patient. The caller was going to discuss the clinical observations with the physician. Additional information was received confirming that defibrillation threshold testing (dft) was successfully performed. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device was later explanted due to routine change out. No adverse patient effects were reported.